Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured (clavicle rib); full lead in segments analyzed. Proximal conductor fractured (clavicle rib); full lead in segments analyzed.

Event description:
It was reported that there was a lead malfunction. Further follow-up indicated that the rv and atrial leads likely fractured due to clavical crush. Rv lead impedance greater than 1000 ohms was also reported. The rv and atrial leads were explanted and replaced. The atrial and ventricular leads were returned to the manufacturer, analyzed and subsequently tested out of specification. A lawsuit further alleged that that the patient suffered injuries and damages. No further patient complications have been reported as a result of this event.